Event description:
It was reported that the 9800 system had a heat sensor failure error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The heat sensor wiring was repaired during the svc call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.